Event description:
It was reported that during an in-clinic check, loss of capture and diminished r waves were noted on the right ventricular (rv) lead. Chest x-ray showed dislodgement with rv lead in the right ventricular outflow tract (rvot). The rv lead was explanted and replaced. The patient was stable with no adverse health consequences.